Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the screwdriver could not be engaged in the grommet of the cardiac resynchronization therapy defibrillator (crt-d) and the implanter was not able to tighten the setscrew for the left ventricular (lv) lead. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.